Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl 250 mcg/ml at 90.49 mcg/day, clonidine 100 mcg/ml at 36.20 mcg/day, and bupivicaine 4.0 mg/ml at 1.4479 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. The patient had a gradual onset of pain when they had never had pain before with the pump. The pain started two weeks prior to their pump refill scheduled for (B)(6) 2016. The healthcare professional did an x-ray/dye study on (B)(6) 2016 and then did a catheter revision due to crushed catheter. The revision resolved the issue. After the catheter surgery the patient had surgery pain that lasted about a week. The patient took a pain pill and also had a pump medication increase on (B)(6) 2016. Since the pump increase the patient was doing much better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.